Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit did not discharge or pace correctly. The complainant indicated that there was no pt involvement in the reported malfunction. The customer indicated that there was no add'l info available regarding the malfunction.